Event description:
Additional information received from a manufacturing representative (rep) reported that the patient was to set an appointment with the doctor and notify the rep of the date and time. The rep had not heard back from the patient since their initial conversation. A different rep later reported that the patient still had stinging or aching during recharging. This was happening whether or not the stimulation was turned on. This was located at the implantable neurostimulator (ins) pocket. The patient did not use a belt and she would place the recharger in the waist of her pants. The rep tried a different recharger and the result was the same. The rep was unable to elicit the same response by putting pressure on the pocket. While placing the antenna on the pocket and using pressure without starting a recharge sessions, the patient indicated that she felt it still vaguely. But the patient also reported that it never really went away at all during the appointment, even when changing the rechargers. Impedances were checked and they were normal. The rep also reprogrammed the patient.

Manufacturer narrative:
Concomitant medical products:product ID 37791, product type: recharger. (B)(4).

Event description:
The consumer reported she wanted a replacement antenna. The implantable neurostimulator recharger (insr) screen was showing a thermometer. The implantable neurostimulator (ins) site was hot and causing pain. There was pain around the ins site when the ins was turned on after charging. When the patient was charging, the insr stopped charging and the screen showed a thermometer. Then the ins site itself was so hot it was steaming. The patient had to put an icepack on the ins site. It was noted the patient turned off stimulation prior to charging and then after charging turned stimulation back on. The patient was afraid to turn the stimulation back on. The pain at the ins site was new and sudden. It was the patient's normal routine to turn off the stimulator then charge. After charging she turned the stimulator back on and the ins site continued to be painful for the rest of the day. The pain after charging was present since implant was gradually getting worse. The patient was wondering if the paddle of the ins could cause the ins to become hot and that would be why she was seeing the thermometer screen on the insr. There was a damaged insr antenna and a replacement was sent to the patient. Later, the consumer and the manufacturer's representative (rep) reported the patient saw "emi" error code on the patient programmer. The patient did not remember what the screen looked like on the programmer. The patient had a gradual pain, stinging, and discomfort in the tissue around the implant site during recharging that had been occurring since implant. Since (B)(6) 2015, the patient had pain around the ins implant site. The area was swollen around the bottom half of the implant and the site was warm to touch. This happened all of a sudden. The doctor's office could not get the patient in for a couple of weeks. The rep told the patient she may want to consider going to the emergency room. They would not be able to do anything about the ins, but they would be able to address the symptoms she was presenting. Relevant medical history included post surgical neuritis and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with a manufacturing representative (rep) to discuss her machinery. The battery seemed to be working fine. It was the pocket internally that the battery was slipping out of and possibly touching a nerve. An appointment at the doctor's office was scheduled in 3 weeks.